Manufacturer narrative:
H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis. Therefore, a definitive root cause cannot be conclusively determined. Bioprosthetic valve thrombosis (bpvt) is the formation of blood clots on the valve, resulting in dysfunction that is potentially life-threatening. It is often diagnosed early post-operation but can occur at any time. Bpvt is a significant cause of valve failure, presenting either clinically with clear symptoms or subclinically without noticeable symptoms but still affecting valve function. The risk factors for bpvt include patient-specific conditions such as renal insufficiency, cancer, obesity, diabetes mellitus, smoking, the use of oral contraceptives, genetic defects, subtherapeutic anticoagulation, and autoimmune conditions such as antiphospholipid syndrome (aps) and systemic lupus erythematosus (sle). Thrombosis is a complex process influenced by the interaction between the patient and the device, as well as procedural factors such as valve size, implantation techniques, or interactions with other devices used during open-heart surgeries. The most likely cause is patient factors.

Event description:
Edwards received notification from france that a patient with a valve model 11500a23 implanted in the aortic position, was planned for a valve explant surgery after an implant duration of approximately three (3) years and one (1) month due to severe aortic stenosis and a potential thrombosis. Reportedly, stenosis was already diagnosed after an implant duration of approximately eight (8) months (mean pressure gradient (mpg) 20mmhg) with no treatment reported. Several months later, when the valve was implanted for one (1) year and one (1) month, leaflet thickening secondary to a suspected thrombosis was diagnosed via CT scan with unknown treatment. Degeneration of aortic bioprosthesis with worsening aortic stenosis (mpg 38mmhg; vmax 3.8m/s) was reported some months later with no treatment reported. Recently, after an implant duration of approximately 3 years and 1 month, the patient presented with decompensating heart failure in the context of cardiac therapeutic cessation following a recurrence of cerebral hemorrhage in addition to a massive pleural effusion drainage. After stopping the cardioprotective treatment, the patient experienced increased dyspnea, needing oxygen dependence. The valve remained implanted at the time of reporting.

Manufacturer narrative:
H11. Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.